Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received for evaluation; the sample was received in used conditions without its original package. The sample was received with the spring activated and needle retracted. Thirty-two samples were taken from packaging area to ensure that components is properly place and the cannula was inserted. No discrepancies were found. The retractor assemblies are 100 percent visually inspected by the production personnel to assure that the needle is properly threaded. Quality control performs an in-process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. Root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that needle did not retract during application. No patient injury was reported.